Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump delivered 268 units of insulin and she requested a replacement. The blood glucose reading at time of call was 148mg/dl. The customer stated that she did not program a large fixed prime amount than what is required and did not manipulate the reservoir while connected. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing and no unexpected bolus or basal delivery anomaly noted.